Event description:
The valve was explanted due to endocarditis which resulted in dehiscence and "rocking". The patient received both aortic and mitral silzone valves and it unknown which device (or if both) were explanted.